Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
During an annual inspection physio-control observed a customer's device would fail to power up. There was no patient involvement with the event.

Manufacturer narrative:
Stryker further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to an inoperable y1 crystal.

Event description:
During an annual inspection physio-control observed a customer's device would fail to power up. There was no patient involvement with the event.